Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous low blood glucose (bg). However, the exact values were not provided. The cause was unknown. Customer addressed bg with glucose tablets and juice. Recommendation was made by tandem technical support to consult healthcare provider.